Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-mar-22 mpxr 1423077 (for, hcp, rep): medtronic received a report that a pipeline failed to open at the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the internal carotid artery. It was noted the patient's vessel tortuosity was severe. Angiographic result post procedure was a satisfactory result. It was reported that during the deployment of the pipeline flow diverter (model: ped2-500-20, lot: d053747), introduced through a phenom 27 microcatheter (lot: 233094969) into the internal carotid artery, it was observed that the device did not fully open. Two attempts at resheathing were performed, without success in achieving adequate expansion. Therefore, the device was removed and replaced with another of a different size. The pipeline failed to open at the middle section. The pipeline was not positioned in a bend and less than 50% of the pipeline had deployed when it failed to open. The device was resheated more that 2 times and no additional steps were taken to open the pipeline. The pipeline was resheated and removed from the microcatheter and patient. Additionally, the sheath of the rist catheter, according to the customer, upon opening the device box, it was found to be damaged at the tip of the catheter. Catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. The pipeline was not used for an indication that is not approved (off-label).